Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) balloon would not inflate. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found error code 139 in the logs, so the fse replaced the power management board. The unit passed all safety and functional tests. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received the following parts associated with this complaint: rev. J, sn (B)(6) part was received with a reported failure of the balloon not inflating and an error code 139 found in logs. Performed a visual inspection found the parts to be in good condition. The fat installed pn 0670-00-1162 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure was confirmed. The board was working properly. Sending the board to the supplier for failure analysis per procedure. The following was submitted by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: failure analysis received from the supplier for pn. Please see attachment. They stated that the part passed with no issues. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found error code 139 in the logs, so the fse replaced the power management board. Let unit pump for 3 days and confirmed autofill worked properly afterwards. The unit passed all safety and functional tests.